Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Hypotension is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. Pre-dilatation was performed and a 4.0 x 18 mm xience prime was advanced to the lesion when there was resistance with the anatomy during advancement. While inflating the balloon, there was a hole in the balloon so the stent could not be deployed. The procedure was completed with an unknown device. The patient had st elevation and hypotension due to the delay in the procedure which resolved after balloon inflation. No additional information was provided.